Manufacturer narrative:
Due to characterization limit e1: event site name: sanjay gandhi post grad inst of med. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during routine checkup the cs100 intra-aortic balloon pump (iabp) had an autofill alarm. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, h6. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that shuttle pressure x1 was not in range. They suspected a problem in the shuttle transducer and front end board. The front-end pcb module (0670-00-0668) was replaced, after which the unit underwent calibration and functional testing, with all parameters found to be within specification. The device was returned to the customer in proper working condition.

Event description:
N/a.